Event description:
It was reported that the patient experienced withdrawal symptoms including nausea and vomiting, chills, nervousness, diarrhea, hiccups, and sneezing, decreased concentration, pressured speech, itching, neck cramps, and depression. The patient was treated by refilling and reprogramming the patient's pump, so that the patient's infusion was changed from complex infusion to simple infusion and the daily dose was decreased. The patient was also given oral supplemental medications. The patient recovered without sequela.